Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was used during a biopsy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the needle came off the device and was found within the patient. The needle was suctioned up through the scope. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was used during a biopsy procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the needle came off the device and was found within the patient. The needle was suctioned up through the scope. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device (B)(4) relates to (B)(4) for the reported event of needle detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was used during a biopsy procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the needle came off the device and was found within the patient. The needle was suctioned up through the scope. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found that the needle tail was broken off and not returned. Additionally, no abnormalities were noted with the device riveting and welding which were within specifications. Functionally the device jaws would open and close normally considering the broken needle tail. The condition of the returned incident device was consistent with the complaint since the needle tail was broken. Since there are controls in the manufacturing process that verify product integrity, the specific cause of the failure cannot be identified. Therefore the most probable root cause is undeterminable due to the lack of evidence identifying the use of the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).